Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 600 mg/dl. Insulin pump was not taking a battery and he thinks he got an unexpected restart alarm. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.